Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of completion of the investigation. Evaluation in progress.

Manufacturer narrative:
The controller was returned for analysis. Review of the manufacturing records indicates that this device met all specifications for release. The unit passed all functional testing in the lab. The log files due confirm several controller fault alarms all around the time of the event. These controller fault alarms were not reproduced in the investigation testing nor did the display at any time fade or go blank. The complaint for the display going blank and would not provide data is unconfirmed. No additional information will be forthcoming.

Event description:
Approximately seven months post heartware lvad implantation, the patient reported that her controller alarm screen was blank. The patient's husband confirmed that the pump was still running via stethoscope. The patient was exchanged to their backup controller. No harm or injury to the patient was reported as a result of this incident.